Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump was broken. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-aug-2019 with the following findings: the complaint reported on (B)(6)2016. The black box verified a cs 078motor error on the complaint date; deliveries were not resumed by the user. During investigation, the pump was exercised for 12 hours with no errors or warnings occurring. Investigation revealed a dim, discolored display. The pump cover was removed and evidence of moisture corrosion was found on the motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.